Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent anterior/ posterior lumbar interbody fusion, open anterior lumbar discectomy and interbody with bone morphogenic protein, lumbar through posterior lumbar laminectomy and fusion with graft and pedicle screw fixation with bone morphogenic protein. Interbody lumbar cage, anterior lumbar plate, rhbmp-2/acs, and tissue were used.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.